Event description:
It was reported that the unspecified bd ultrasafe needle guard experienced blocked plunger rod movement prior to use. The following information was provided by the initial reporter: device misfired during injection and safety retraction activated.

Manufacturer narrative:
H.6. Investigation: investigation is impossible in case of missing pn and batch number so investigation task could not be completed. A DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd ultrasafe needle guard experienced blocked plunger rod movement prior to use. The following information was provided by the initial reporter: device misfired during injection and safety retraction activated.